Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6) not communicating with system monitor was confirmed. The system controller returned for analysis and did not communicate with the test system monitor, confirming the reported event. The power cables were replaced with test cables and communication was restored, isolating the issue to the cables. Log files were downloaded at this time. Data was reviewed in the log file from the reported event date of 01apr2025 and showed the controller functioning as intended for the duration of data reviewed while the driveline was connected. The driveline was disconnected at 12:28 and the controller was shut down, consistent with the reported controller exchange. The controller passed functional testing with the replacement cables and was able to support a mock circulatory loop for an extended period of time without issue or alarm. The white power cable was tested for raised resistances, and the wire responsible for communication with the system monitor was found to damaged, which would cause the reported event. Several other wires were also noted to have elevated resistances, indicating wire fatigue, but this did not affect controller function. The root cause of the system controller not communicating with the monitor was determined to be due to power cable damage; however, the root cause of the power cable damage was unable to be determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was exchanged due to the white cable not transferring information to the power module/system monitor or heartmate touch. The issues resolved following the system controller exchange.